Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The basal delivery totals in total daily dose did not match due to a cartridge change, an accessed prime menu, and the customer making changes to the basal program. The basal history matched the active basal program settings. The bolus totals matched, and all boluses were recorded as programmed. The pump basal/temp basal settings were incorrectly programmed. The patient was referred to their healthcare provider for diabetes management. It was alleged the patient experienced a blood glucose greater than 250mg/dl but less than 500mg/dl, and less than 70mg/dl but greater than 40mg/dl, without symptoms while on the insulin pump. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-jul-2019 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump history showed the pump was delivering the programmed basal rate until deliveries were halted by the user at 9:40 am on (B)(6)19. During testing, no evidence of delivery malfunctions were observed. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of a history settings issue was not duplicated during investigation. There was no defect found.